Event description:
Health care professional reported that home patient experienced nausea, vomiting, and cloudy effluent on 08/09/1998 after using the homechoice cycler. The home patient was diagnosed at the hospital with peritonitis and antibiotic therapy was initiated as a result. The home patient returned home on 08/09/1998, but later was admitted to the hospital for same peritonitis event on 08/10/1998. The home patient continued antibiotic therapy while hospitalized and was released on 08/12/1998. Health care professional states that cultures of effluent taken at the hospital revealed no growth. Health care professional does not attribute peritonitis to homechoice device but "feels" that peritonitis may be related to previous catheter repositioning.